Event description:
Bayer case number: (B)(4) chronic pelvic pain [pelvic pain female] , persistent uterine haemorrhage [uterine haemorrhage] , deterioration in my quality of life [impaired quality of life] , abnormal patency of one of the fallopian tubes [fallopian tube disorder] , emotional impact [emotional disorder] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2011, the patient had essure inserted. Essure was removed in november 2024. On unknown date she experienced pelvic pain (seriousness criterion intervention required), uterine haemorrhage ("persistent uterine haemorrhage"), impaired quality of life ("deterioration in my quality of life"), fallopian tube disorder ("abnormal patency of one of the fallopian tubes") and emotional disorder ("emotional impact"). The patient was treated with surgery (bilateral salpingectomy & hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered emotional disorder, fallopian tube disorder, impaired quality of life, pelvic pain and uterine haemorrhage to be related to essure administration. The reporter commented: according to established protocols, this procedure was carried out with the aim of providing a permanent contraceptive method. However, following the implantation, I began to experience serious adverse clinical manifestations, including chronic pelvic pain and persistent uterine hemorrhage. Far from subsiding, these symptoms progressively worsened, causing a substantial deterioration in my quality of life, limiting my daily activities, and requiring ongoing medical attention. As a result of these symptoms, specialised diagnostic tests were carried out, which revealed a critical anatomical complication: the abnormal patency of one of the fallopian tubes, directly attributable to the implanted device. This pathological condition, absent from my prior medical history, necessitated an urgent corrective surgical intervention to address this dysfunction and its immediate consequences. Despite this initial intervention, clinical progression continued to be unfavourable. The persistence of debilitating symptoms, coupled with the emergence of new functional complications, ultimately led to the indication of a second, more extensive surgical intervention, performed in (B)(6) 2024. I contend that this clinical trajectory, which began following the implantation of the essure device and was marked by severe complications resulting in successive surgical interventions and, ultimately, the loss of reproductive organs, demonstrates a direct causal link to the device marketed by your corporation. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): which revealed a critical anatomical complication: the abnormal patency of one of the fallopian tubes, directly attributable to the implanted. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Chronic pelvic pain [pelvic pain female] persistent uterine haemorrhage [uterine haemorrhage] deterioration in my quality of life [impaired quality of life] abnormal patency of one of the fallopian tubes [fallopian tube disorder] emotional impact [emotional disorder]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2011, the patient had essure inserted. Essure was removed in (B)(6) 2024. On unknown date she experienced pelvic pain (seriousness criterion intervention required), uterine haemorrhage ("persistent uterine haemorrhage"), impaired quality of life ("deterioration in my quality of life"), fallopian tube disorder ("abnormal patency of one of the fallopian tubes") and emotional disorder ("emotional impact"). The patient was treated with surgery (bilateral salpingectomy & hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered emotional disorder, fallopian tube disorder, impaired quality of life, pelvic pain and uterine haemorrhage to be related to essure administration. The reporter commented: according to established protocols, this procedure was carried out with the aim of providing a permanent contraceptive method. However, following the implantation, I began to experience serious adverse clinical manifestations, including chronic pelvic pain and persistent uterine hemorrhage. Far from subsiding, these symptoms progressively worsened, causing a substantial deterioration in my quality of life, limiting my daily activities, and requiring ongoing medical attention. As a result of these symptoms, specialised diagnostic tests were carried out, which revealed a critical anatomical complication: the abnormal patency of one of the fallopian tubes, directly attributable to the implanted device. This pathological condition, absent from my prior medical history, necessitated an urgent corrective surgical intervention to address this dysfunction and its immediate consequences. Despite this initial intervention, clinical progression continued to be unfavourable. The persistence of debilitating symptoms, coupled with the emergence of new functional complications, ultimately led to the indication of a second, more extensive surgical intervention, performed in (B)(6) 2024. I contend that this clinical trajectory, which began following the implantation of the essure device and was marked by severe complications resulting in successive surgical interventions and, ultimately, the loss of reproductive organs, demonstrates a direct causal link to the device marketed by your corporation. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): which revealed a critical anatomical complication: the abnormal patency of one of the fallopian tubes, directly attributable to the implanted. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-aug-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.